Event description:
The customer contact reported a leak. On unspecified date, the tubing set was being used to deliver an unspecified medication, at unspecified rate, via plum pump. After specified length of time, the customer contact reported that an unspecified volume of solution leaked from unspecified location on the tubing set. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and if the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.